Manufacturer narrative:
Reporting institution & address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failure. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
This complaint was inadvertently reported. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.